Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test was found to be failing on the clock-spring fiber and the parallelogram fiber. Once testing was completed, the clock-spring fiber and parallelogram fiber were aba tested and were verified to be the source of the fault. The root cause is attributed to internal communication issues within the usm; a faulty clock-spring fiber and a parallelogram fiber were found to be the source of the problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The fse also provided the customer a new power cord to the patient side cart and replaced the headrest and the finger loop kit. The headrest and the finger loop kit are scrap items and will not be returned back to isi. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported error on universal surgical manipulator (usm) 4. The customer recovered the error, but it returned and the usm moved on its own. Tse confirmed the errors on usm 4. No harm to patient and site completed the case. Site stated this is ongoing issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure performed by the surgeon was a cholecystectomy procedure at 1300. The drape was not available for return. The instrument was not available for return to isi for evaluation.